Manufacturer narrative:
Further analysis is being conducted to determine the root cause for this observation. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Visual inspection noted that the insulation between the helix housing and distal electrode ring was twisted in a counter-clockwise direction. This damage is indicative of over retraction of the helix. X-ray examination of the lead revealed that the inner coils were fractured at the welding site of the terminal pin. Further detailed analysis was conducted at the fracture site. The conductor coil showed evidence of overload stress that was subjected to the fracture location. In addition, microscopic analysis revealed that the conductor coil was successfully welded to the terminal pin. Laboratory analysis concluded that the fracture at the weld site occurred during the implantation procedure as a result of an over-torque of the helix mechanism.

Event description:
Analysis was completed.

Event description:
Boston scientific received information that during the attempted implantation of this right atrial (ra) lead, the first attempt to place the lead in the atrium was unsuccessful. Several attempts were made to reposition the lead but those too were unsuccessful. It was then noted that the helix would not longer extend from the distal portion of the lead. No adverse patient effects were reported. This lead was extracted and replaced with a new lead. The explanted lead was then later returned for laboratory analysis. During initial analysis of the helix mechanism, it was determined that this lead had a fracture in the inner coil.